Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician successfully detached the ruby coil in the target artery; however, it migrated into the femoral artery. The physician used another manufacturer's device to remove the detached ruby coil. The procedure successfully continued using another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.